Event description:
The dentist reported that while doing a surgical case, the mount screw fractured in the implant. The implant was removed and the dentist was able to complete the procedure.

Manufacturer narrative:
This device has not been received. Based on the product information provided by the dentist, a review of the reported implant hex diameter and of the reported implant mount hex diameter has confirmed that these two devices are not compatible. Evaluation conclusion: use error caused or contributed to event.